Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a cerebral procedure, where a vasospasm occurred requiring the use of verapamil, using a small hole sheath. Reportedly, when the plunger was pushed in, the device did not feel correct. After the plunger was removed, no suture was seen. When closing the footplate, the device "felt weird". The device was removed, and a foot was noted to be missing. Another prostyle device was used to achieve hemostasis. Ultrasound imaging was taken down the leg. No prostyle foot was found. The patient pulse in the leg was fine. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The foot separation and foot not housed nicely in the device were confirmed. The reported ¿no suture seen when the plunger was removed¿ was not confirmed as not all components were returned for analysis. The feeling that the device did not feel correct when the plunger was pushed in and the device felt weird when closing the footplate could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.